Event description:
Coil stretched. This pt was undergoing coil embolization within a 5.0 x 4.0mm anterior communicating artery aneurysm ( a com a). One coil was deployed. The second coil unraveled when it was being withdrawn for repositioning and partially (90%) was deployed in the aneurysm while the mc was repositioned. There was resistance between the coil and mc during repositioning of the coil prior to it unraveling. The coil and mc was removed as one unit from the pt's vessel and another coil and mc was used to complete the procedure. There was no adverse effect to the pt.

Manufacturer narrative:
The prod has been returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.